Event description:
Overdelivery reported. The pt was to receive dobutamine 400mg in 250cc of intravenous fluid at 13cc/hr. The infusion started at 0515. At 0700, the nurse happened to be in the room and noticed the bag had infused. No alarms sounded. Attending physician notified and no interventions ordered. No pt harm reported.